Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced elevated high blood glucose (bg) levels (500 mg/dl) and insulin injections were administered to address the high bg. The customer did not know the cause of the high bg. As the event had occurred in the past, troubleshooting to determine a possible cause was not performed. Tandem technical support advised the customer to discuss the event with a healthcare provider.